Event description:
Event was reported to (B)(4) by an atty. The patient has suffered infections, chronic pelvic and vaginal area pain, severe infection, pain during intercourse, pelvic pain, reoccurrence or prolapsed, urinary retention and urine leakage. No further info has been provided.